Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found no external damage. Event history log was unable to go into due to blank screen and constant alarm at power up. The cause of the reported issue was due to incomplete upload process from base to head by customer. Repairs done to correct issue was upload to 1.6.5 software, performed preventive maintenance and all function testing which passed. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Service history review identified this device was last serviced in (B)(6) 2023 and there was no indication of a service issue during the investigation.

Event description:
It was reported the device exhibited an audible alarm, screen is blank for one line across the middle. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.